Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the device was locking up. The device was jamming. There was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.